Manufacturer narrative:
Additional information.

Event description:
Additional information was received through follow-up with the author. The author/physician indicated that there were no issues with the device and the leads. The author related the issue due to their "inexperience" with the programming settings. After reprogramming the device and leads, the patient's clinical status was normal. The author further reports that there was no additional surgery needed and the device and leads are working fine. The patient is "doing and growing fine (almost 1 year after implantation)."

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: successful implantation of bipolar epicardial leads and dual chamber pacemaker in infant after postoperative atrioventricular heart block. Acta informatica medica. 2015;23(3):177-178. (B)(4).

Event description:
A journal article was received which contained information regarding this patient's implantable pulse generator (ipg) and epicardial lead. The article stated that fourteen days after surgery to correct av block due to the initial correction of the birth defect fallot tetralogy, the patient had a pacemaker and lead implanted. The article reports that after the first day of implantation, the patient was "unstable" and experienced "acute heart failure." The ipg was reprogrammed and the "medical therapy" was corrected. The patient had an uneventful postoperative recovery. The ipg and lead were monitored twice weekly and after six months the patient was in good condition. The lead and device remain in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.